Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the low voltage lead failed to give impedance and threshold parameters. The lead was not used and replaced during procedure. The patient was stable.